Event description:
I used renu with moistureloc contact lens saline solution from 10/01/05 thru 12/02/2005. I was hospitalized on 12/03/05 and diagnosed with fusarium keratitis, and had to take anti-fungal therapy to avoid a corneal transplant surgery.